Event description:
It was reported that the patient¿s household experienced difficulty attaching multiple infusion set connectors, noting that three connectors would not turn while a fourth connector functioned, and replacement connectors were shipped with user education provided. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health or need for medical care. Investigation included complaint intake review and troubleshooting with the user. Investigation of this case revealed a suspected connector interface issue consistent with intermittent mechanical resistance during attachment, with successful use achieved after switching to another connector from the same lot. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device interface difficulty related to connector engagement, with no evidence of systemic device malfunction.